Manufacturer narrative:
H6 type of investigation code 4114 was removed. An event of malposition of device (incorrect implant depth), incomplete coaptation (leaflet incomplete coaptation), central regurgitation, and aortic valve regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a calcium spicule protruding toward the lvot and very calcified right femoral artery access. It was noted that there was adequate calcium to allow sealing, distribution was perimetral toward lvot, and there was calcification towards the septum. The final implanted at a depth of 6-7mm. The final result of the implant was moderate aortic insufficiency. The calcium spicule was interfering with device expansion. Based on the available information, the root cause for the reported events could not be conclusively determined. It is possible due to procedural condition and patient's condition; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The dimensions were: perimeter 81.5, area 494, angle 34, minimum diameter 18.1, average diameter 24.5, left ventricular outflow tract (lvot) perimeter 80, tci and cd height >12, and sinus valsalva diameter >32. It was also noted that the patient had a calcium spicule protruding toward the lvot. The patient had a very calcified right femoral artery access. It was noted that there was adequate calcium to allow sealing, distribution was perimetral toward lvot, and there was calcification towards the septum. A pre-dilatation was performed with a 25x40 non-abbott balloon 2 times resulting in a worsening of the patient pre-existing arrhythmia. The valve was positioned, but required 2 recaptures before it was finally implanted at a depth of 6-7mm. A post-dilation was then performed with a 28x40 non-abbott balloon 2 times. The final result of the implant was moderate aortic insufficiency (grade 2). The calcium spicule was interfering with device expansion. At some point during the procedure the large flexnav delivery system needed to be replaced due to the nosecone section appearing to be curved from access site calcification. After the procedure it was decided to implant a non-abbott pacemaker due to the patient experiencing atrioventricular block. The following day echo was performed and revealed that one of the navitor leaflets appeared "retracted and non-functioning". The patient underwent a valve-in-valve procedure with a non-abbott device to resolve the event. The patient had a prolonged hospital stay due to monitoring of rhythm. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 may 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The dimensions were: perimeter 81.5, area 494, angle 34, minimum diameter 18.1, average diameter 24.5, left ventricular outflow tract (lvot) perimeter 80, tci and cd height >12, and sinus valsalva diameter >32. It was also noted that the patient had a calcium spicule protruding toward the lvot. The patient had a very calcified right femoral artery access. It was noted that there was adequate calcium to allow sealing, distribution was perimetral toward lvot, and there was calcification towards the septum. A pre-dilatation was performed with a 25x40 non-abbott balloon 2 times resulting in a worsening of the patient pre-existing arrhythmia. The valve was positioned, but required 2 recaptures before it was finally implanted at a depth of 6-7mm. A post-dilation was then performed with a 28x40 non-abbott balloon 2 times. The final result of the implant was moderate aortic insufficiency (grade 2). The calcium spicule was interfering with device expansion. At some point during the procedure the large flexnav delivery system needed to be replaced due to the valve being unable to release. After the procedure it was decided to implant a non-abbott pacemaker due to the patient experiencing atrioventricular block. The following day echo was performed and revealed that one of the navitor leaflets appeared "retracted and non-functioning". The patient underwent a valve-in-valve procedure with a non-abbott device to resolve the event. The patient had a prolonged hospital stay due to monitoring of rhythm.